Event description:
A doctor of ophthalmology reported that three days following glaucoma filtration device implant surgery he noted that the device touched the iris and found bleb leakage. There was no known harm caused by iris touching and no treatment was needed. The bleb leakage was resolved on (B)(6) 2013 after conjunctival suturing. The device remained in the eye. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. No abnormalities were found during the device history record review and the product was released according to the manufacturer's release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Zip code is not indicated at this time. (B)(4).